Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Manufacturer narrative:
This report is being supplemented to provide additional information (h10) and corrected data (b1, b2, h1) regarding the reported event. Additional information received identified no intervention was taken to retrieve the remainder of the device. Additionally, the patient did not experience any additional harm as a result of this event. Information regarding whether the hospital followed up with the patient to ensure the broken tip passed is unavailable. As the fiber was not returned to the manufacturer, the root cause analysis was not able to be performed. However, the investigation performed on similar previous complaints indicated that the fiber stripping process (blade stripping) used by the supplier weakened the fiber tip, which may have contributed to the tip breakages. Additionally, longer stripped length may also have contributed to the breakages. The blade stripping process has been replaced by micro-stripping process which hasn't shown the tip weakening. The strip lengths have also been reduced to shorter lengths.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that at the beginning of the patient's mini pack procedure, the fiber tip broke off inside the patient. A lithotripter was used to determine if the entire tip was retrieved and identified the fiber tip was left in the patient. No bleeding occurred. The procedure was completed using another fiber laser. There was a 3-5-minute delay in the procedure as a result of this event. It was noted the device was inspected prior to use.